Manufacturer narrative:
H10: the lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tip of the catheter allegedly broke. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one tunneler was returned for evaluation. Gross visual and microscopic visual evaluations were performed. The investigation is confirmed for broken tunneler tip, as the proximal end of the plastic catheter loading tip on the tunneler was detached. Both break surfaces appeared to be slightly jagged. The exact root cause for the damaged tunneler could not be determined. However, it is likely that supplier issues may have contributed to reported event. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue.

Event description:
It was reported that the tip of the catheter allegedly broke. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was not provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that the tip of the catheter allegedly broke. There was no reported patient injury.